Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer states the pump had come off their body. The customer states re attached but did not realize the reservoir and tubing were not connected. The customer's blood glucose level had been as high as 532mg/dl. The customer declined to troubleshoot for the high blood glucose level.